Event description:
It was reported that the patient presented to the hospital for unrelated to the device issue. During the device interrogation backup vvi was noted. The device image was corrupted and it was not possible to determine the root cause for the back up. Download was performed successfully. The device was interrogated and normal function restored. The cyber securing was also updated.